Event description:
Pt reported that they had an infection on their abdomen. The infected infusion site was red, felt "real hard", and had pus. Pt's blood glucose was affected by the infection (elevated slightly into the 200's [mg/dl]). Pt was prescribed an antibiotic to treat the infection.